Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-00027. It was reported the patient suffered a fall and x-rays were taken and showed the leads had migrated. The patient was no longer receiving effective stimulation. Surgical intervention may be pending to address this issue. Event date is unknown.